Event description:
While lifting the pt from the floor onto the bed, the hoist dropped, causing the pt to fall onto the bed. The pt suffered a dislocated hip, but it is not certain that this was caused by the incident.